Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available, no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2008 - the patient was diagnosed with stress urinary incontinence with a symptomatic cystocele. The patient underwent reduction of cystocele with mesh and a tension free-vaginal tape sling. On (B)(6) 2014 - the patient presented to the md office with complaints of vaginal pressure with urge and stress incontinence. The patient also complained of occasional "sharp pinches in her vagina." Per the md exam notes "vagina is mildly atrophic, no discharge, lesions, cystocele recurrence, small mesh exposure in midline anterior vagina." On (B)(6) 2015 - patient was diagnosed with exposed vaginal mesh, pelvic pain and dyspareunia. The patient underwent excision of the davol flat mesh. Per the operative report details "there was a rectangular or trapezoid shaped anterior polypropylene mesh material lying between the bladder and the vaginal epithelium. Once the edges of the mesh were grasped on the patient's left side and dissected from its underlying tissues from the left towards the right this mesh patch was completely freed and removed in it entirety."